Event description:
It was reported that after a gastrectomy procedure, the patient had failure of the suture line and leaked 10 days after; the sites stapled anastomosis presented a leak. Patient's hospitalization was prolonged in ICU. The patient died from complications related to this event but the surgeons are not sure that was caused by the product. They used the (B)(4) and (B)(4) and the staple height 1.8 (gold). Not used reinforcing materials, not felt any additional force to normal at time of the shooting; intraoperative, everything was normal. Manual suture was used to complete the procedure.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: during the original procedure, everything worked well; fired, cut and stapled. All staples were properly formed. Death was reported after (B)(6) post operatively; a leak was discovered. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4).